Manufacturer narrative:
The customer stated the physician ((B)(6)) concluded the bowel perforation was caused by a torturous colon (barotrauma). It is not believed the device malfunctioned. On (B)(6) 2016, a fujifilm field service engineer visited the facility as part of routine site visits and performed preventive maintenance inspections on the customer's equipment. The video processor used during the procedure operated within factory specifications. Endoscope model ec-250lp5 (serial number (B)(4)) used during the procedure passed inspection. A second endoscope (model ec-250hl5, serial number (B)(4)) used during the procedure was only found to have slight play movement in the knobs, which is not relative to the event. Repair history for both the subject device and concomitant devices shows no repair or evaluation requests by the customer after the event. Although the customer believes the subject device and related equipment did not malfunction, this MDR is being submitted in an abundance of caution. Fujifilm was not aware of this adverse event prior to the telephone conversation with the customer on 08/04/2016. A total of three MDR's will be submitted (numbered 2431293-2016-00031 through 2431293-2016-00033) to include the listed concomitant devices.

Event description:
On (B)(6) 2016, the customer called fujifilm inquiring about air pressure output specifications for an endoscope video processor used by the facility. The customer mentioned that on (B)(6) 2016, a patient suffered a cecal perforation during a procedure, requiring an ileocecal resection.